Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 3/19/2019 to the present date 10/27/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. It was noted during the visual inspection of the device that the latch pivot screw had backed out from its proper position. Replacement of the pivot latch and subsequent rate accuracy testing found the device to be infusing in specification. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer.

Event description:
It was reported that the 8100 pump module was broken/damaged. There was no patient involvement.